Event description:
The ventilator was running on internal battery when a pt was going out. After 5 mins of "low battery alarm" and "empty battery alarm", the ventilator shut down. The pt was able to return home immediately after shut down to plug the ventilator. Although no adverse effect was noted, the incident traumatized the pt psychologically that a ventilator possibly shut down at anytime. No clinical intervention was required.